Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-jul-26, it was reported that patient did not charge the implant for a year. Ins was in overdischarge. Device was reset. Issue not yet resolved. On 2021-aug-05, additional information was received from the manufacturer representative (rep) reporting that actions taken to resol ve the overdischarged ins was three device resets were performed. It was indicated that the issue had not been resolved. On 2021-aug-10, the rep indicated that no further action will be taken at this time to address the overdischarge. The patient did not want anything further actions taken. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.